Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right superficial femoral artery (sfa) and the popliteal artery. A 4.0mmx120mmx150cm coyote¿ balloon catheter was advanced over a 014 thruway¿ guide wire. It was noted that the balloon catheter became stuck on the guide wire about halfway down. The balloon catheter failed to advance to the target lesion and was unable to be removed from the patient's body. Buddy wire technique was performed. The devices were then removed together as a unit from the patient. The procedure was completed with a sterling¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: approximately 65 years of age. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. There was no damage to the balloon. There was no damage to the tip. The inner shaft on the proximal end of the catheter was buckled. No damage or irregularities were noted on the outershaft and the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).